Event description:
Event description boston scientific received information that this ventricular lead was removed from service one week post implant due to a possible microdislodgement resulting in loss of capture. A new lead was implanted without further incident.